Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The vent port, non-ge hytral patient tube were replaced, and drive gas check valve cleaned to resolve the issue.